Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced increased myopia and astigmatism resulting in a z-syndrome/tilt. Allegedly, the patient was 20/25 one week post implant and are now 20/60 bcva a couple months post implant. The surgeon is evaluating treatment options including a yag. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted and the serial number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information the root cause of the event could not be conclusively determined.